Event description:
It was reported the pt experienced redness at the ipg site. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, and the site was opened and cultures were taken. The site was cleaned and closed. The cultures tested negative for growth. However, the physician diagnosed the pt with a seroma. Follow-up info revealed the redness persists at the ipg site. However, the pt's condition is improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.